Manufacturer narrative:
G4: 22oct2020 b4: (B)(6) 2020 multiple requests along with the service team were made for evaluation and resolution data without a response. The case was closed. If new information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11aug2020.

Event description:
It was reported to philips that the device had a annunciated a low leak co2 rebreathing risk alarm. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.